Manufacturer narrative:
This report was initially submitted following notification from a customer in italy regarding a misidentification of citrobacter diversus as citrobacter amalonaticus when testing a proficiency sample with the vitek® ms system. The investigation concluded that the fine tuning and spot preparation quality were not optimal. The calibrator ¿all peaks¿ values were heterogeneous. The expectant strain, citrobacter diversus, is not present in the vitek ms knowledge base 3.2; however, citrobacter koseri is. Citrobacter diversus is a heterotypic synonym of citrobacter koseri. Vitek ms system performance of identification for citrobacter koseri were successful in clinical trials. Non optimal spot preparation and fine tuning are the probable causes of the misidentification. Local customer service provided guidance to the customer regarding spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of citrobacter diversus as citrobacter amalonaticus when testing a proficiency sample with the vitek® ms system. As this was a proficiency sample, there was no patient involved. The customer identified the strain as 99.9% citrobacter amalonaticus with the vitek® ms and the expected identification is citrobacter diversus. The sample was tested in triplicate and did not obtain the expected result. A biomérieux internal investigation will be initiated.